Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed and would not recover. A field service engineer verified the issue and confirmed that the srm was not locking, cleaned and greased the latch microswitches; however, the issue persisted, then replaced the latch assembly, rebooted the unit, and ran firmware updates, tested the device using the hardware test application (hta), and the customer completed inventory verification successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es clb3 smart remote manager had failed and would not recover. It was faintly beeping but did not unlock the door and did not allow the user to log off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.